Event description:
The user facility reported that the doctor tried to deploy the angio-seal device involved as usual; however, upon pulling back on the device, the entire device came back and there was no string/suture coming through the tissue tract. Manual pressure was held. The patient was fully anticoagulated and ended up with a hematoma. Upon inspection of the sheath device, it was apparent that the anchor and collagen did not come out the end of the sheath. It was still visible at the tip and through the side hole. The estimated blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was successful. The event occurred intra-operative. Additional information was received on 15 sep 2022: the procedure performed was a stent assisted cerebral aneurysm coiling using a 6 french procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The size of the hematoma was unknown.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the guidewire, locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator was found to have been advanced over the guidewire. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear-locked position. The anchor was visible within the opening at the distal tip. Damage to the device was also identified as the proximal end of the carrier tube was found to have been kinked within the latches. Functional testing was performed by attempting to reset the returned device to the forward lock position and deploying the anchor. The device was able to be reset; however, the anchor was unable to be deploy due to the damage sustained to the carrier tube. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).